Manufacturer narrative:
Customer is using a stretcher plate that is no longer manufactured or serviced by sechrist. All customers who had these stretcher plates were notified of this fact and recommended to remove from service and replace. The collopase of stretcher plate caused a laceration on the thumb of the technician and therefore we are reporting as required when an injury is reported to us. Manufacturer reference no. (B)(4).

Event description:
Customer reported that during use the strectcher plate collopased. There was patient involvement but no patient injury was reported. Initially, there was no user injury reported on (B)(6) 2025. On (B)(6) 2025, facility reported that there was a user injury at time of incident. The technicians left thumb was reported to have been lacerated.